Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the rust on the coupler and stopper, bubbling in the telescope, water leakage, and the hits and scratches on the front head cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited rust on the coupler and stopper, bubbling in the telescope, water leakage, and hits and scratches on the front head cover. There was no patient involvement.